Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was punctured completely the lv wall as the guidewire was backloading through. Recommended to return this lead. Additional information received which indicated that the distal stiffest end of the guidewire poked through the insulation at a bend as the scrub technician was loading. This lead was replaced and never inserted to the patient's body. No patient involvement.